Manufacturer narrative:
End user developed skin irritation after wearing face mask for five minutes. Thirty minutes after removal of mask, end user noticed facial irritation that progressed into an allergic reaction and shortness of breath. End user sought medical attention in the emergency room and was treated with unspecified medications and unspecified IV fluids. End user was subsequently discharged home. There was no sample for evaluation. A root cause has not been determined. Due to the need for medical attention this medwatch is being filed.

Event description:
End user reported irritation and an allergic reaction after using a face mask.